Event description:
It was reported the stimulator migrated. Surgical intervention was required for a pocket revision. It was noted the issue was resolved. No symptoms or complications were noted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that there was pain at the implantable neurostimulator (ins) level.

Manufacturer narrative:
(B)(4).